Event description:
Since the luer port of the subject device is damaged, the user facility replaced it with a home made port. Although this luer port has a one-way valve to prevent backflow, the home made port did not have it. At a certain moment, the user facility noticed that the fluid might run back into an auxiliary water container. As there are potential contamination with (B)(6), the user facility is planning to recall 1800 pts.

Manufacturer narrative:
Olympus medical systems corp thinks that this event was caused due to modification of the luer port by the user facility. The instruction manual states the following and gives user attention: do not disassemble or modify this instrument; pt or user injury and/or equipment damage can result. Note that the luer port on the maj-855 includes a one-way valve to prevent backflow - do not use the maj-855 without this connector in place, otherwise backflow of contaminated material may occur and equipment damage or pt injury may result. This report is being submitted as a medical device report in an abundance of caution.